Event description:
The pt underwent right sided l3/4 and l4/5 decompression surgery. During the procedure, two decompressive passes were completed with the baxano io-flex system. The baxano ipsi probe was used to pass the baxano wire out the foramen at disc level, and the baxano neurocheck device was used to confirm safe positioning dorsal to the nerve root. The baxano 10mm microblade shaver was then used to complete the decompression. Four days after surgery after going for a walk, the pt experienced abrupt onset of recurrent pain extending to the anterolateral thigh and into the lower leg. Neuro exam showed mild weakness in hip flexors (l3 distribution) as well as hypalgesia to pinprick in the right anterior leg. Pt is scheduled for MRI on (B)(6) to rule out the possibility of delayed hematoma or disc herniation.